Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post an aortic valve implant procedure pericardial effusion occurred. The delivery and deployment of the medium acurate neo was successfully performed. Post-dilation was performed with a 24 mm non-bsc balloon and was inflated once. An amplatz superstiff guidewire was used during the implant procedure and no reported issues occurred. However, post procedure pericardial effusion occurred. No action was taken to treat the event and the patient was released from the hospital 8 days later. Thirty (30) days post procedure tte showed no pericardial effusion.